Event description:
The hcp reported that the tunneling tool obturator broke during the procedure. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.